Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 322. Eval found the upper link switch to be the failing component. The upper auxiliary assembly (including the link switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322 during therapy in he "sp" care area (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.